Manufacturer narrative:
Additional data: h6 type of investigation code: 3331 device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
A facility representative reported within day 1-2 after implantable collamer lens (icl) implantation into the patient's eye, inflammation was observed. Diagnostic cultures have not been reported, and no information regarding medical intervention has been provided. The lens remains implanted within the patient's eye. It was noted that 7 additional cases from the same facility reported similar postoperative outcomes; medwatch reports were submitted for each individual event. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The icl directions for use (dfu) states under adverse events: as with implantation of other types of intraocular lenses, potential adverse events can include, but are not limited to infection and iritis. The dfu states precautions to physicians (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). The dfu states a warning: complete removal of viscoelastic from the eye after completion of the surgical procedure is essential. Viscoelastic instruments that may be difficult to aspirate should not be used. Warning: staar surgical icl and disposable accessories are packaged and sterilized for single use only. Cleaning, refurbishing and/or resterilization are not applicable to these devices. If one of these devices were reused after cleaning or refurbishing, it is highly probable that it would be contaminated, and the contamination could result in infection and/or inflammation. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with severe post-op inflammation, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also be a contributing factor. Given the early onset of reported problem, without cultures taken, an exact cause could not be determined as the lens remains implanted. The event could be multifactorial in nature including patient factors and is more likely due to procedural factors since multiple cases presented similarly within the same faciltiy are identified. (B)(4)